Event description:
The complaint was reported as followed: "reporting area around stoma reddened and irritated for some time over last 2 weeks this area has gotten more involved and very tender to touch."

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The use of antifungal powder and reducing the amount of eakin from a double layer under convex wafer to an eakin slim under convex wafer was discussed with the user. The end user reported that she discarded the box. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted.